Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced anxiety and sleepiness. The cgm was reading 300 mg/dl and the blood glucose reading was 500 mg/dl. The patient decided to go to the ER no treatment was done while at home. The patient was taken to the ed and treated there with IV saline and insulin (IV). While at the ER, her cgm showed 350 mg/dl and when a nurse took her bg value it was at 499 mg/dl. The patient stayed at the ER for 6 hours and was discharged after when her readings were stable. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.